Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 553 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 553 mg/dl. Customer blood glucose reading at the time of the incident was unknown. Customer had 430 mg/dl and 500 mg/dl reading. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with manual injection. Customer reported site is changed every 2-3 days, cannula was bent. Customer also changed reservoir. Customer stated the drive support cap appears was normal. Customer stated there were no leaks or air bubbles. Customer reported insulin exited. Customer did not perform high pressure test. Products will not be returning for analysis. Customer also reported absence of no delivery alarm. Products will not be returning for analysis.